Event description:
Pt hospitalized for high blood sugar. Pt feeling bad for several days with sore throat and fever. On 09/26 started feeling thirsty and vomiting. Personal physician told her to go to hosp. Pt felt illness possibly related to food consumed during day. No pump problems but sent in for technical evaluation. Pump passed all tests and returned.